Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the staar lens injector system. Intervention was performed intraoperatively to remove the damaged lens, enlarge the original incision, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: the physician did not provide his opinion as to the root cause of the lens damage.